Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the tip of the pituitary was broken during an unspecified spinal surgery.

Event description:
It was reported that the tip of the pituitary is broken off. The pituitary was found this way after coming through the wash when putting sets back together. No patient complications are associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation.the upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a quasi-brittle fracture, with morphology suggesting a lateral direction of fracture. The location, morphology and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.